Event description:
The technician alleged that the stretcher pops out of brake mode when the stretcher is pushed. No patient impact.

Manufacturer narrative:
The technician found the screws on the brake hex rods were broken off. The technician replaced both brake hex rods to resolve the issue.